Event description:
During a tfn hip fracture procedure, the surgeon was drilling with a bone drill and the stepped drill bit broke. The broken fragments were retrieved and there were no drill bit fragments left in the patient. The surgeon used a different drill bit to successfully complete the procedure.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.